Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via left cephalic vein. The 100% stenosed target lesion was located in a shunt in a moderately calcified and moderately tortuous unspecified vessel in the arm. At unknown inflation, a 6.0 x 40, 75cm mustang balloon catheter ruptured within the rated pressure. The device was removed intact. The procedure was completed with a different size mustang balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).